Event description:
Medical records received were reviewed: on (B)(6) 2021, the patient underwent a primary right knee arthroplasty to treat severe arthritis. Competitor products were implanted with two depuy cement products. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available. D10 concomitant products: nexgen femoral flex option sz g rt zimmer stem extension nexgen stemmed tibial component precoat prolong highly crosslinked all poly patella nexgen polyethylene lps-flex articular surface.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: (B)(6). Clinical adverse event received for vascular pulmonary embolism. Event is serious and is considered severe. Event is not related device and is related to procedure. Date of implant: (B)(6) 2021, date of event: (B)(6) 2021; (right knee). Treatment: heparin injection.